Event description:
It was reported that the screw slipped through the plate hole. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The present plate was as far as possible analyzed for conformance to print specifications. No abnormal findings were identified. Manufacturing and inspection records indicated not problems with the lot in question. Our investigation has shown that the holes in the plate are strongly deformed on one side of the hole. No product fault could be detected.